Manufacturer narrative:
A review of device history record (DHR) confirmed that the device met all required specification. Device analysis revealed that the proximal contact was missing from the proximal end of the delivery wire and the delivery wire was bent at multiple sections from the proximal end. The proximal end of the main coil was stretched, and the main coil was kinked. The proximal contact is not a contiguous part that forms the pusher wire, but a subcomponent located at the proximal end of the pusher wire. The proximal contact remains outside of the patient at all times during the procedure. Therefore based on this information the manufacturer has determined that this event does not meet the equivalent of a reportable event.

Event description:
It was reported that during insertion of the coil into the microcatheter, the proximal end of the delivery wire broke. The procedure continued with a similar device. There was no reported clinical consequence to the patient.

Event description:
It was reported that during insertion of the coil into the microcatheter, the proximal end of the delivery wire broke. The procedure continued with a similar device. There was no reported clinical consequence to the patient.